Event description:
During a mr procedure the technician was positioning the head/neck coil on the patient support. As she slid her hand along the table top edge to position the cable from the coil, she cut her finger on a sharp edge. Due to the bleeding she went to the emergency room. The cut required three sutures and was given a tetanus shot. The table top has been replaced by philips.